Event description:
Customer reported the insulin pump had alarmed calibration error and change sensor. Customer also reported her blood glucose was 412 mg/dl. Customer was advised the sensor needed to be replaced. Customer was advised to monitor the sensor. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.